Event description:
It was reported that the patient presented in the emergency department due to experiencing frequent syncope. Review of cardiograms revealed that the device exhibited complete capture failure. The patient was placed on a temporary pacemaker. Upon interrogation of the device, the right ventricular lead exhibited high capture threshold. The physician had diagnosed an exit block and scheduled a lead replacement. On (B)(6) 2017, the patient came in for lead replacement. During the procedure, the set screws fell out of the pacemaker port. Both the right ventricular lead and pacemaker were replaced. There was no untoward incident during the procedure and the patient was stable post procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.